Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the lines have an ongoing issue with micro air bubbles in the lines. The problem seems to be at the connection between the saline line and the bloodline, perhaps not seating itself correctly or a defect in the connection. At times it causes an air detection alarm which interferes with the treatment and the lines have to be changed. In order to prevent re-stringing the machine, we have to disconnect the saline line and put a cap on it, which is not considered to be a safe practice. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.